Manufacturer narrative:
No malfunction was reported. The product was not returned. Medical director visited facility and provided add'l training.

Event description:
Pt sustained a skin burn while undergoing treatment of the interlateral superficial vein. The pt developed an infection. The infected wound was debrided.